Event description:
The customer reported a contained leak of five cubic centimeters (5 cc) diluted wash concentrate from reagent probe b on their unicel dxc 600 pro synchron system. The operator wore a lab coat and gloves while cleaning the leak with the gauze pads. The operator had no physical contact with the leak. There was no exposure or death or serious injury associated with this event. No erroneous results were generated.

Manufacturer narrative:
A beckman coulter field service engineer was dispatched to evaluate the instrument. Fse found the collar wash valve was defective. Fse replaced collar wash valve to resolve the issue. (B)(4).